Event description:
It was reported that the lead perforated the heart. The lead was explanted and a new one was implanted. Should additional information become available this file will be updated.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. About 22 cm distal of the is-1 connector pin, the visual inspection showed squashing in the form of a 360 degrees circumferential constriction of the lead body and deformations of the outer and inner conductor helix. These damages are probably the result of tight binding of the ligature thread. Further inspection found a deformation of the outer conductor helix about 34 cm distal of the is-1 connector pin, which is probably due to a medical device that was used during the operation. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.